Event description:
Admitted for laparoscopic bilateral tubal ligation and possible laparotomy. Sustained thermal injury to sigmoid colon from electrocautery, ~ 1 cm x 1 cm, appeared full thickness. Partial sigmoid colon resection with anastomosis done. Now ambulating with assistance. Awaiting return of bowel function.